Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a few days post implant that the right ventricular (rv) lead had dislodged leading to loss of capture and inappropriate therapy. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.